Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the bur broke. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Originally, the complaint detailed that the affected product was a 2.1mm cross-cut fissure carbide bur, with a part number (p/n) of 0277-010-421 from lot number 1714607. This description matches the label on the opened packaging returned with the complaint part. However, on inspection it was determined that the complaint part is a 1.2mm cross-cut fissure carbide bur with a p/n of 0277-010-212 from an unknown lot number. The reported product involved with this event was returned for evaluation and the reported failure of bur break was confirmed. The device was sent to product engineering who concluded that based on the analysis carried out, it is reasonable to suggest that at some point during operation the bur experienced shock loading due to contact with metal, which overloaded the bur and caused it to fracture. The instruction for use(IFU) associated with attachment/handpieces for use with this bur contain the following warning; "do not apply excessive pressure. Monitor heavy sideloads and/or long operating periods to prevent overheating of the distal tip and body of the handpiece and/or attachment. Excessive pressure may bend or fracture the cutting accessory.

Event description:
It was reported that during a surgical procedure, the bur broke. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.